Event description:
Pt reported that their one touch profile meter was giving inaccurately low readings. Medical affairs specialist called and left a message for the pt in 3/04 to obtain more clinical info. Pt did not respond back to the message. Per the initial info provided by the pt, pt was taken to the hosp due to getting low readings on their meter like 43 mg/dl, 53 mg/dl, 63 mg/dl and 57 mg/dl (time difference between these readings is unknown). The "hcp" meter read "650+." Also, the time difference between the pt's meter results and the hcp meter results is unknown. Per documentation, pt received "IV, glucose, and insulin." The meter was not cleaned according to the owner's manual. During troubleshooting, the check strip test failed twice. This case is reported as a meter malfunction since the meter failed the check strip twice and this issue was not resolved with troubleshooting. A letter is sent to the pt to try and contact pt. A replacement meter was sent to the pt.